Manufacturer narrative:
(B)(4). Concomitant medical products: 00575001402 - femoral component - 63241623. 00598002702 - tibial component - 63721655. 00579104100 - screw - 63777648. 00579104100 - screw - 63777654. 00597206529 - patella - 63572930. Foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00178, 0002648920-2021-00228, 0001822565-2021-02361, 0001822565-2021-02362.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient developed pain, stiffness, and limited range of motion that was unresolved with a manipulation under anesthesia. The patient underwent a revision approximately 3 years post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that the patient had a painful knee with stiffness. Mua was performed on an unknown date but doesn¿t help in relieving the prescribed symptoms. The patient was noted with rom 10-30° with no sign of infection. The x-ray review noted periprosthetic lucencies noted, suggesting loosening, although this could be confirmed with comparison to prior time points. Additional note made of abnormal positioning of the tibial peg with respect to the proximal tibia. A definitive root cause cannot be determined. Per the package insert, pain and poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.